Event description:
Information received from the field notes that after removal of the telemetry wand, the device extends the a-v delay from 105ms to 240ms and p-waves are no longer detected. There were no consequences to the patient. Reprogramming, return to standard and software download were unsuccessful. Therefore, the device was replaced.